Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the caster tires were worn, preventing the brake from holding. The tech replaced the casters to repair the bed.